Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the facility approximately six weeks following a system implant due to blood and puss draining from the device pocket. The patient was admitted to the hospital and given intravenous antibiotics. An echocardiogram was performed and observations included evidence of moderate immobile apical thrombus in left ventricle (known thrombus). It was noted there was a left-sided suspected hematoma and pocket infection; blood cultures were negative after five days growth. The system was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.